Manufacturer narrative:
The customer declined to have the device repaired by physio-control. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined. H3 other text: device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device did not discharge defibrillation energy when they were attempting to deliver a shock. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not discharge defibrillation energy when they were attempting to deliver a shock. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.